Event description:
It was reported that the left ventricular (lv) lead dislodged within one month of implant. Repositioning was not successful, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m lead, implanted (B)(6) 2014; dtbb1d4 ICD, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.